Manufacturer narrative:
Initial reporter occupation: sr. Global post market surveillance specialist. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9234180. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no samples were received. No photos were provided; therefore, sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. Update 9/24/2020. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: without a sample no analysis can be performed; therefore, probable root cause cannot be offered. Rationale: based on the investigation and with no sample to analyze the symptom reported by the customer cannot be confirmed. We will continue monitoring the complaint trend for this lot. This lot was produced for (B)(4) units, this a cpm of 0.71.

Event description:
It was reported that an unspecified number of bd precisionglide¿ needles 26g x 3/8 in experienced a needle that was loose/pulled out of hub prior to use. The following information was provided by the initial reporter: material no: 305110 batch no: 9234180. Caller reported that the needle fell off from the needle head when the customer took insulin out of the vile. This happened right after opening the package for the needle. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 26 g, 3/8"" needle, pn 305110. Product lot #: 9234180. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation.